Event description:
This unsolicited device case was received from united states on (B)(6) 2013 from the pt's husband. This case concerns a (B)(6) female pt whose knee swelled up (joint swelling), fluid was removed (joint effusion), and experienced pain in knee after receiving treatment with synvisc one injection. It was reported that knee pain was worse as it was before (sub-therapeutic response). No relevant medical history, past drugs, concomitant medication and concurrent condition was reported. On an unk date in (B)(6) 2013, the pt received treatment with synvisc one injection (dose, route, batch/lot number and expiration date unk). Into an unspecified knee for pain. The pt had "drastic reaction" to it and was administered only one shot. Later, on an unknown date in 2013, after unk latency, the pt's knee swell up and she underwent arthrocentesis where unk amount of synovial fluid was aspirated. It was reported that arthrocentesis was performed many times may be like 06 times. On an unk date in 2013, the pt experienced a lot of pain in the knee. The reporter felt that synvisc one injection did something to his wife's knee. However, the pt was able to walk and swim too but the knee was not good. Later, it was reported that knee pain was worse as it was before (sub-therapeutic response). Corrective treatment: arthrocentesis. Outcome: not recovered/not resolved for the event of a lot of pian in knee; unk for the events of knee swelled up, fluid removed and knee pain is worse as it was before. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same.